Manufacturer narrative:
(B)(6).

Event description:
It was reported that medical fluid leaked from the filter site of extension set tubing during infusion therapy. No patient injury was associated with this incident.

Manufacturer narrative:
One cadd extension set was returned for analysis in used condition. Visual inspection of the set shows the device is in good condition. Use testing was performed. The customer complaint was not confirmed as no leaks were detected. The root cause is unknown.